Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The product has not been returned for evaluation.

Manufacturer narrative:
Correction: h6 investigation findings and investigation conclusion codes.

Manufacturer narrative:
The product evaluation has been completed. One bl3170 stellaris handpiece, serial number (B)(6) was returned. There was a small plastic vial containing a particle that was received with the handpiece. Visual inspection found the handpiece was not damaged. A functional test was performed using a stellaris system. The handpiece tuned, primed and functioned as intended. In addition, processed water was injected through the handpiece irrigation tube and out onto a 0.45 micron filter. The processed water was then vacuumed off in an attempt to trap any possible particles. The filter was inspected using a microscope. No particles were found. The vial was inspected and found a particle stuck to a piece of medical tape. The particle was hard to the touch and is off-white in color. There are areas that were dark and dirty looking. The particle was approximately 603 microns wide by 1172 microns long. Lab analysis confirmed that the particulate is made of polycarbonate material, which is the construction material of the needle wrench. The needle wrench is a component of the disposable pack and not part of the handpiece. A qcr (quality change request) is open to address this issue. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Manufacturer narrative:
The device return and serial number has been requested. The investigation is ongoing.

Event description:
The user facility (B)(6) reported foreign matter in a patient¿s eye during surgery. The surgeon had to use surgical pliers to recover the particulate from the patient¿s eye. We received confirmation the incision was not increased to retrieve the particulate. No patient impact was reported.